Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged severe nosebleed and rushed. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged severe nosebleed and rushed. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, manufactured observed the humidifier and air inlet filter were missing, whitish dust-like contamination around the air inlet, dried liquid spots potential liquid ingress with a whitish dust-like contamination were observed in the iso port, on the bottom of the blower motor, and throughout the base of the blower box. Manufactured observed dust-like contamination on the front panel, top enclosure, on the rear panel, in the bottom enclosure, on and around the inner rim of the blower motor. A keratin-like substance was observed around the blower box outlet addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. During review of the error logs, the error log showed zero errors logged. Care orchestrator data was not available for download. The manufacturer concludes that they cannot confirm the complaint of allow pressure alarm or a burning smell and confirmed dust contaminant. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.